Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal left anterior descending artery with heavy calcification and 75% stenosis, a 3.0x15 nc voyager dilatation catheter was advanced without resistance to pre-dilate the lesion; however, the balloon ruptured on the first inflation at around 10 atmospheres. Reportedly, the dilatation catheter was not submerged in heparinized normal saline prior to use. The 3.0x15 nc voyager dilatation catheter was withdrawn from the patient anatomy without resistance and a xience stent was implanted. Post dilatation was performed with a nc trek dilatation catheter. The procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect preparation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the (B)(4) nc trek coronary dilatation catheter instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.